Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description, the issue is suture breakage. The following additional information was requested: please provide the lot number that belongs to the reported product code, vcp358h. Please clarify if this complaint is for suture breakage or needle breakage. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy for uterine lesions surgery on (B)(6) 2023 and suture was used. When the doctor sutured the exfoliated surface of uterine fibroids, the instrument nurse found a broken needle tip. Compared with the complete suture needle, the broken needle was about 5mm long, and the surgery was immediately stopped. The entire staff searched for it but did not find it. They immediately reported it to the head nurse and coordinated with the radiology department to take a bedside film. The film showed that there was no broken needle in the patient's body, so the laparoscopic hysterectomy for uterine lesions surgery continued. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/4/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: this complaint is for product code vcp358h. The lot provided, shmjpq belongs to product code sxpp1a405. Please provide the lot number that belongs to the reported product code, vcp358h. The product code should update from vcp358h to sxpp1a405(the lot number remained as shmjpq). The additional information received indicates this complaint is for suture breakage, however the event report is for needle breakage. Please clarify if this complaint is for suture breakage or needle breakage. This complaint is for needle breakage, sorry for misunderstanding. The following additional information was received: after investigation, the patient was a 50-year-old woman who underwent laparoscopic resection of uterine lesions in hospital on (B)(6) 2023. The surgeon used sxpp1a405 for sewing the fibroid wound in a continuous suturing manner. During sewing, the needle broke occurred (the length of the broke needle was about 5 mm). The surgeon immediately looked for the needle. The patient was given intraoperative imaging examination to assist in searching the needle. The photography results showed that there was no broken needle in the patient's body. The surgery was continued. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 30 minutes. No subsequent adverse event report was received. Product complaint # (B)(4). Date sent to the FDA: 12/4/2023. Corrected information: d1, d2a, d2b, d4(product code, UDI), g4. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.